Manufacturer narrative:
Additional information: d9: 08-sep-2023 h3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage with residue/debris on the lens. Dimensional inspection found the lens to be within specifications. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -09.50/+2.0/095 (sphere/cylinder/axis), (implanted horizontally) into the patients left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to lens rotation not associated to a low vault. The lens was replaced with a longer lens (implanted vertically) and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).